Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on 04/06/2018 stating that a possible loss of capture was seen on the right ventricular channel. Asystole of less than 2 seconds was also noted. The following physician was (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).